Event description:
Customer reported that while pipetting hcv assay, no sample or diluent was added to two wells in row a. The instrument generated no alarm. Service engineer could not duplicate problem and replaced parts as a precaution. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.